Event description:
It was reported that black fluid leaked from the handpiece and drops fell into the surgical site. The drops were removed with suction, gauze and lavage. No additional treatment was administered due to this event. No adverse consequences were reported.

Manufacturer narrative:
The attachment was returned to the manufacturer and a quality investigation was performed. The alleged fluid leak could not be duplicated. Corrosion of the internal components was found to be the primary failure.